Event description:
Connection issues during the implantation procedure on this single chamber pacemaker: the screwdriver would not make proper contact with the setscrew as something was blocking it and no clicking sound was heard. Another screwdriver was used, but the same result was observed. The lead was secure but could not be removed from header and is now permanently attached to the device.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states FDA issued to sorin biomedica crm (dated 10/29/09), sorin is filing this MDR at this time. Code (other): labeling reviewed. (B)(4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of the devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in mfg to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and add'l instructions to ensure the wrench was fully inserted. The added inspection step became effective with sterilization lot 2317; the device involved in this complaint was manufactured after this sterilization lot. Consequently, the hypothesis of glue residues is rejected for this specific device. It is more likely that the ventricular setscrew head got damaged during the first screwing operation.